Event description:
It was reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and reseated a connector on the memory power supply. The system operates as intended.